Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm. Customer's blood glucose value was 557 mg/dl. Troubleshooting was performed and customer reported that pump stopped at 5:52am and then she got a no delivery at 7am changed set and then at 11 it got no delivery. The insulin pump will not be returned for analysis.